Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found there was objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor tubing guide roller on a 2008t hemodialysis (hd) machine came loose and damaged the blood tubing during a patient¿s treatment. In response, the machine displayed an air detector alarm. The incident resulted in patient blood loss, but there were no other complications reported. The machine had approximately 6,500 operating hours on it. The lot number shown on the sticker on the back of the rotor was 17/2021. The rotor was reportedly the machine¿s original, and it is the current style with plastic tips on the tubing guides. Ts told the biomed that a replacement blood pump rotor would be shipped once a shipping hold for the part was lifted. Additional details were provided upon follow-up with the biomed. The user facility¿s staff informed the biomed that the roller guides on the rotors of three machines pinched the bloodlines during patient treatments, effectively slicing the tubing and causing blood to leak out externally. In each instance, the biomed was told the patient¿s blood could not be rinsed back. The events resulted in an unknown amount of blood loss. Treatments either had to be terminated or the patients were moved to different machines. The biomed confirmed being told there was a shipping hold on these parts, which was expected to be lifted within a week of the event being reported. The biomed was told they would receive an email when the part was shipped out. They had not yet received an email by the time follow-up was performed. The biomed replaced the blood pump rotors by borrowing spares from a neighboring clinic. Of the bad rotors, the biomed was unsure which rotor came from which machine. There was one rotor where the cap had fallen off the roller guide and was completely missing, and there were two rotors where the caps were moving freely. The biomed was unable to provide event dates or patient information. The biomed was not aware of any serious injury or harm due to the blood loss events, and there was no known medical intervention provided. The biomed was awaiting further instruction from ts, but they stated the rotors were available to be returned.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor tubing guide roller on a 2008t hemodialysis (hd) machine came loose and damaged the blood tubing during a patient¿s treatment. In response, the machine displayed an air detector alarm. The incident resulted in patient blood loss, but there were no other complications reported. The machine had approximately 6,500 operating hours on it. The lot number shown on the sticker on the back of the rotor was 17/2021. The rotor was reportedly the machine¿s original, and it is the current style with plastic tips on the tubing guides. Ts told the biomed that a replacement blood pump rotor would be shipped once a shipping hold for the part was lifted. Additional details were provided upon follow-up with the biomed. The user facility¿s staff informed the biomed that the roller guides on the rotors of three machines pinched the bloodlines during patient treatments, effectively slicing the tubing and causing blood to leak out externally. In each instance, the biomed was told the patient¿s blood could not be rinsed back. The events resulted in an unknown amount of blood loss. Treatments either had to be terminated or the patients were moved to different machines. The biomed confirmed being told there was a shipping hold on these parts, which was expected to be lifted within a week of the event being reported. The biomed was told they would receive an email when the part was shipped out. They had not yet received an email by the time follow-up was performed. The biomed replaced the blood pump rotors by borrowing spares from a neighboring clinic. Of the bad rotors, the biomed was unsure which rotor came from which machine. There was one rotor where the cap had fallen off the roller guide and was completely missing, and there were two rotors where the caps were moving freely. The biomed was unable to provide event dates or patient information. The biomed was not aware of any serious injury or harm due to the blood loss events, and there was no known medical intervention provided. The biomed was awaiting further instruction from ts, but they stated the rotors were available to be returned.

Manufacturer narrative:
There were three machines with the reported problem, as referenced in b5. Please also see associated mdrs (MFR report numbers: 2937457-2024-00645 and 2937457-2024-00647). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h6.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that the blood pump rotor tubing guide roller on a 2008t hemodialysis (hd) machine came loose and damaged the blood tubing during a patient¿s treatment. In response, the machine displayed an air detector alarm. The incident resulted in patient blood loss, but there were no other complications reported. The machine had approximately 6,500 operating hours on it. The lot number shown on the sticker on the back of the rotor was 17/2021. The rotor was reportedly the machine¿s original, and it is the current style with plastic tips on the tubing guides. Ts told the biomed that a replacement blood pump rotor would be shipped once a shipping hold for the part was lifted. Additional details were provided upon follow-up with the biomed. The user facility¿s staff informed the biomed that the roller guides on the rotors of three machines pinched the bloodlines during patient treatments, effectively slicing the tubing and causing blood to leak out externally. In each instance, the biomed was told the patient¿s blood could not be rinsed back. The events resulted in an unknown amount of blood loss. Treatments either had to be terminated or the patients were moved to different machines. The biomed confirmed being told there was a shipping hold on these parts, which was expected to be lifted within a week of the event being reported. The biomed was told they would receive an email when the part was shipped out. They had not yet received an email by the time follow-up was performed. The biomed replaced the blood pump rotors by borrowing spares from a neighboring clinic. Of the bad rotors, the biomed was unsure which rotor came from which machine. There was one rotor where the cap had fallen off the roller guide and was completely missing, and there were two rotors where the caps were moving freely. The biomed was unable to provide event dates or patient information. The biomed was not aware of any serious injury or harm due to the blood loss events, and there was no known medical intervention provided. The biomed was awaiting further instruction from ts, but they stated the rotors were available to be returned.